Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of the index surgical procedure (event date and procedure date were listed as (B)(6)2020, please clarify procedure date and date of dehiscence). The diagnosis and indication for the index surgical procedure? Please clarify the type of hysterectomy performed. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What date did the patient present with dehiscence (# of post-op days)? What was appearance of suture during reoperation? Did the stratafix suture break? If so, where (termination, middle, end)? Did tissue pull out of the suture? Was there any precipitating stress factor for the wound dehiscence? Other relevant patient history/concomitant medications lot # what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent hysterectomy on an unknown date and barbed suture was used. The patient had a dehiscence on the vaginal cuff after the procedure. The patient went back to the or to be repaired. Additional information has been requested.